Event description:
It was reported that the patient underwent a left deep brain stimulation (dbs) lead replacement procedure due to the patient receiving partial beneficial therapy. The physician reviewed imaging and determined the lead was not placed properly. The physician removed the existing lead and implanted two new leads.

Event description:
It was reported that the patient underwent a left deep brain stimulation (dbs) lead replacement procedure due to the patient receiving partial beneficial therapy. The physician reviewed imaging and determined the lead was not placed properly. The physician removed the existing lead and implanted two new leads. Additional information was received that the patient was doing well post-operatively. The explanted lead was not returned due to health facility protocol.